Event description:
It was reported that the catheter would not capture, pacing was not available. The cables and pacing box were changed; however, the issue was resolved when the pacing catheter was changed. The new catheter worked fine. Both from the same lot number. There were no patient complications reported

Manufacturer narrative:
One pacing catheter was received with no attached components. Testing was performed using a laboratory syringe and din adapters. Continuity testing confirmed that the distal electrode had an open condition approximately 1cm from the tip. The leadwire appeared to be broken at the distal electrode weld. Proximal electrode was continuous without any intermittent condition. There was no short conditions observed between the proximal and distal electrodes. The balloon inflated clearly and concentrically and remained inflated for 5 minutes without leakage. There was no visible damage observed from the catheter body. The report of pacing issue was confirmed. The reported defect was confirmed to be a manufacturing nonconformance. An investigation was opened to determine the cause of the complaint and implement any necessary actions. A review of the manufacturing records indicated that the product met specifications upon release.